Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the patient developed an infection. The patient was hospitalized with sepsis and (B)(6). The system was explanted without complications on (B)(6) 2015.